Event description:
When hosp did test of emergency generator. Vip had a problem while on pt unit went "inoperable". When unit came back on again the rt said the set breath rate, by itself changed from 20 to 48. No pt injury involved.